Event description:
Procedure type: gyn. According to the reporter: the little metallic component from the locking system came off of the device. The locking system was malfunctioning afterwards. This was noted prior to use on the pt; therefore, there was no pt contact. No pt injury was reported.